Manufacturer narrative:
A service engineer (se) reported that the power cord was replaced to resolve the issue. Following the test & verification procedure, the device was restored to factory settings. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the service engineer (se), reporting tha the v60 ventilator failed the electrical safety test. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips se was evaluating the device and found that the v60 ventilator had a power cord that failed the electrical safety test (exceeded the permitted values). The power cord required replacement. Investigation ongoing / resolution pending.

Manufacturer narrative:
E: (B)(6).